Event description:
One ivenix administration set was returned for evaluation. No kinks or other defects were observed on the sample returned during the visual inspection. The returned set was installed on an ivenix pump and ran the primary bolus prime and secondary prime. Primary line infusion passed successfully and was tested with a set rate of 1000ml/hr and set volume of 10ml and primary line was connected to a saline solution bag. A new bd 5 ml syringe was connected to the secondary port in order to perform back priming and "priming occlusion" alert was displayed in the ivenix machine. Secondary prime was performed with new bd syringe 5 ml and the "upstream occlusion alarm" was replicated n the ivenix instrument display. An extension set was connected to the secondary port and a flow test was performed as per applicable work instruction and flow rate was >3.6l/min out of specifications. Therefore, low flow was confirmed. A saline solution bag was connected to the secondary port and flow dial was opened in order to check if any flow came out of the distal connection, and not a single drop of solution was observed. K-zero was separated from the secondary port and a needle was inserted to check for obstruction caused by excess uv, and no obstruction was found. The needle passed through to the other end without any issues. A 50-cc syringe was connected to the k-zero to check for clogs, and significant resistance was encountered during the infusion, indicating that the k-zero was clogged. The customer complaint was confirmed. The most probable root cause was a blocked supplier k-zero component which was not allowing the user to infuse through secondary port. The current process controls detection includes 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode and 2) quality sampling for final physical testing, for performing a flow and underwater leak tests. The batch record for set batch fa24a03269 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.

Event description:
No sample was available for evaluation and available picture does not show any defect with the admin set. The customer complaint cannot be confirmed. Potential root causes could be related to: 1) kinks located somewhere in the admin set, 2) blockage / occlusions at connections or ports, 3) slide clamps being actuated on the tubing. However, without the proper sample or picture evaluation it is not possible to determine the probable root cause of the reported failure. Current process controls detection include 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection related to kinks during the manufacturing process and final physical inspections. The batch records fa24a03269 were reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: reported/incident date: (B)(6) 2024. Infusing? No. Patient harm? No. Other notes: "the injection port on the cassette would not allow any flow. I tested another tubing from the same lot and it worked fine." Non-hazardous fluids. Tubing and package insert available for rga. Emailed tiffany a shipping label to send back tubing set. A preliminary review of the logs identified the following issue: potentially related to restriction or occlusion inside the cassette an active infusion was not stoppped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.